Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide g3- date received by manufacturer corrections. Correction is being made to previously submitted g3 - date received by manufacturer for MFR report # 3002808148-2025-25636 should be 12/3/2025 which was not late.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the ultrasound gastrovideoscope had a cut and scratches on the pink probe, and the thixotropic adhesive around the forceps cover was missing. There were no reports of patient involvement.